Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was instructed by customer technical support to call back for further troubleshooting if needed.